Event description:
Customer reported an incident where the patient concerned by this incident was created in cvvh therapy. A syringe of 20ml, becton dickinson brand, was connected to the set for the anticoagulation of the patient. The anticoagulant rate was of 0.5 ml/hr, in continuous mode. Three times during the treatment, the anticoagulant syringe was emptying to the set. Due to this incident, the patient received an important quantity of anticoagulant (16000 ui of lovenox). The activated partial thromboplastin time was higher 180 seconds. No other consequence has been reported for this patient. No blood loss was reported. Reported machine runtime was 1068(h).

Manufacturer narrative:
A syringe of the model used during this treatment has been made available for investigation. The technical data files have been received for review. Information on tests carried out on site by the gambro hospal technician has been made available to gambro renal products. An investigation into this incident has been initiated. A final report will be submitted once the investigation is concluded.